Event description:
During surgical procedure to crush bladder stone, the lithotrite instrument was used. During removal of instrument, from the bladder, the jaws of the instrument failed to close completely. The instrument was removed with the jaws slightly ajar.